Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50 mm wolverine coronary cutting balloon monorail was used to dilate the severely calcified and moderately tortuous target lesion and on inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a non bsc device and different size successfully. No patient complications were reported in relation to this event.